Event description:
It was reported that the patient experienced reservoir migration to the groin with an inflatable penile prosthesis (ipp). The component was removed and replaced with a new reservoir. This new component was placed sub-muscular. No information was provided about the patient's outcome.